Event description:
Follow up from the physician's office indicated that the patient's increased seizure frequency was related to the low battery of the vns generator. It was also reported by the physician that the patient's seizure rate was not worse than their pre-vns seizure rate. The physician also indicated that no external factors contributed to the patient's increase in seizures. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The facility historically discards all explanted products, and therefore return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred for prophylactic generator replacement. Clinic notes indicated that patient experienced an increase in seizure frequency. The physician indicated that the increase in seizures may have been related to (B)(6) treatments, but also mentioned that a generator replacement may be warranted. System diagnostics were within normal limits. No surgical intervention has occurred to date. No further relevant information has been received to date.